Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the mcm30 instrument was hard to clip on second firing. Another instrument was used to complete the case. There was no consequence to the patient.